Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's device did not seem to be working very well, patient said they did not have any control at all. Patient said they usually called someone to tweak the device but was no longer with them. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation and it was recommended for the patient to consider increasing amplitude if medically appropriate. Patient increased stimulation to 2.3 and said they could feel something. Patient sat down and said stimulation was too much so they decreased it. It was reviewed for patient to monitor their symptoms and follow up with the health care professional (hcp) if they did not improve. No further patient complications were reported/ anticipated as a result of this event.